Event description:
The facility representative reported a colleague infusion pump with no audible alarm upon power-up. The facility representative stated that there were no reports of patient injury or medical intervention. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported condition of no audible alarm upon power up was confirmed and reproduced during product evaluation. The assignable cause is "from an unknown origin". No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.